Manufacturer narrative:
Device evaluation summary: a medtronic service engineer (se) inspected the device and found the unit to generate an inoperative error code at start up. The se ran self-testing to resolve the issue. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 980 ventilator entered backup ventilation. The patient was placed on an alternate ventilator and there was no harm to the patient as a result of the event.